Event description:
A (B)(6) customer called for assistance with performing a control test. She received a result of 14.0 mmol/l. The normal control range was 5.5-7.8 mmol/l. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.